Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. Subsequently, the pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level with a small ketone level. The customer's blood glucose level was 589 mg/dl. A manual insulin injection was administered to address bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and power wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.